Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Microscopic and tactile inspection were done at the collar, hypotube and hub. Inspection observed a complete separation at the collar, and numerous small kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-sept-2018. It was reported that a catheter kink occurred. The 38mm x 2.75mm, chronic, totally occluded target lesion was located in a severely tortuous and calcified middle and distal part of the right circumflex artery. A 145 guidezilla¿ was selected for use. During procedure, it was noted that the connection part of the device became kinked. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a complete separation at the collar.